Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. The ticket search determined normal complaint activity for the lot with this being the only complaint received to date for this issue for this lot. A review of trending data did not identify any trends. A review of manufacturing documents did not identify any issues. Complaint lot testing could not be completed as reagent lot 03298fn00 had expired. However, data from the equivalent architect hbsag reagent lots, which use the same reagent components, was reviewed and determined that the median patient result for patient test results falls within established limits, confirming no systemic issue for the reagent. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive hbsag results for a patient when processing on the alinity I. The initial and retest results were both 0.03 iu/ml. The sample was retested on the architect i2000 and the results were 0.15 and 0.16 iu/ml (reactive). No impact to patient management was reported.